Event description:
An advocate from (B)(6) stated at 11:50pm her son woke up dizzy with cold sweats. His mother gave him yogurt and cheese. At11:52 pm, he took a blood test on the contour next and the reading was 2.1mmol/l. He ate approximately 25-30g of dex4 tablets. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.